Event description:
This resident was found on 9/19/95 at 10:45 pm out of bed with her knees touching the floor, her head hanging down with a soft belt restraint in place. She did not have a pulse or respirations. She had expired.